Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ceramic liner was inserted using ceramic inserter. It was then impacted with the impactor. When checking the liner the surgeon notice a shard had flaked off. Removed the liner and the surgeon used pulse lavage so any small particles likely washed away. A poly liner was requested by the surgeon to replace the ceramic liner. Broken liner was removed and acetabulum washed out and poly liner inserted. I will return the item once I get it from cssd.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: the returned product was examined and the complainants findings confirmed. The ceramic liner had fractured around the edge of the liner. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The root cause was deemed to be user error in misalignment of the liner prior to impaction. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.